Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #3 of 3: reference MFR. Report: 3006705815-2017-01039 and 1627487-2017-04477. It was reported the patient suffered a fall and fell on the ipg and suffered a pinched nerve and as a result has experienced pain at the ipg pocket site. In addition, the patient was no longer receiving effective stimulation despite having been reprogrammed and feels as if therapy is no longer working. The patient underwent surgical intervention where the ipg and leads were explanted.